Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. After deployment the trunk portion of the trunk - ipsilateral leg endoprosthesis, the ipsilateral leg was deployed with pushing up. Final angiography confirmed that the trunk - ipsilateral leg endoprosthesis covered the left renal artery. Reportedly, the entire trunk - ipsilateral leg endoprosthesis might have moved when the ipsilateral leg was pushed up and resulted in the coverage the renal artery. An attempt was made to place a bare stent in the left renal artery. Since the patient had a history of tevar with axillary-axillary artery bypass, the approach was from the right upper arm to the left renal artery. However, the cannulation was difficult. Due to the prolonged procedure time (extended from about one and a half hours to two hours), the stent placement was abandoned. The patient tolerated the procedure.